Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found the followings. The bending rubber had pinhole (metal was not protruding). The remote switch 1 was broken and could not work. The remote switch 4 was broken and could not work. The scratches of the insertion tube. There was a stain on the distal end. The air/water nozzle was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.